Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during procedure a pinhole was observed in the balloon. There were no clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis, therefore physical and functional tests could not be performed. Additional information provided by the customer indicated that no issues were observed when prepping the balloon and an introducer sheath was used to insert the balloon. While there are a number of potential causes for the reported event, because review of available information failed to identify a definitive cause and because the product was not returned for analysis, a cause of undeterminable was assigned.

Event description:
It was reported that during procedure a pinhole was observed in the balloon. There were no clinical consequences to the patient due to this event.